Event description:
It was reported that when the patient presented to clinic, the device was found to have reached normal eri, however no alert was received. The device was explanted and replaced due to normal eri.